Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate by 5 minutes; cause was unknown. Tandem technical support successfully adjusted the pump time. The customer reported that a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Additionally, the pump unexpectedly shut down; however, the customer could not verify seeing the succession of alerts and alarms prior to the shutdown. The customer resumed insulin delivery. Blood glucose was 584 mg/dl. A manual injection was administered to address bg level.